Manufacturer narrative:
UDI: (B)(4). Review of manufacturing history found no evidence of product nonconformance. Examination of the product revealed the supplier's inner sterile package was not fully sealed, yet the outer zimmer biomet package was not damaged. Corrective action has been initiated by the supplier and zimmer biomet (B)(4) for the reported issue.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Return expected, not yet received.

Event description:
It was reported that the package was not fully sealed. Another unit was available to complete the procedure without patient injury or delay.